Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a drainage catheter procedure the drain became stuck. The flexima temptip nephrostomy /8 drainage catheter was unable to be removed. Additional information has been requested and is not available. No patient complications were reported and the patient's status is ok.